Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "dr. Performed an acetabular revision today. Pt. Presented with complaints of discomfort in the hip. Dr. Determined the position of shell might be causing irritation of the pt's iliopsoas tendon. Dr. Opted to revise the acetabular shell along with the insert and head options. No complaints filed against the implants themselves."